Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was failure of product to contain blood. The following information was provided by the initial reporter. The customer stated: "before use, the needle hub was found to be damaged."

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was failure of product to contain blood. The following information was provided by the initial reporter. The customer stated: "before use, the needle hub was found to be damaged."

Manufacturer narrative:
The following field was updated due to corrected information: h.6. Imdrf annex g grid : g041901 cannula hub. H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.